Event description:
It was reported when using the bd pyxis medstation es system remote manager failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager failed. The field service engineer replaced medcart cable main to auxiliary, medcart control board and latch to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer repaired the device.